Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: half way through the case, the plasmablade¿ caught on fire. The sales rep stated that there is no scorching visible on the blade. Analysis conclusion: complaint not confirmed: the device functions as expected and met the product specification requirements for both electrical continuity testing and for pull force testing. The complaint could not be recreated for the device fire issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Also, an electrosurgical device may provide an ignition source to tissue and coagulum buildup on the electrode due to sparking and heating.

Event description:
During a plastics case, staff reported the plasmablade device caught on fire. No other case details were available. There was no injury to staff or the patient reported.

Manufacturer narrative:
Product event: (B)(4). Patient demographic information unavailable, however follow-up for information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During a plastics case, staff reported the plasmablade device caught on fire. No other case details were available. There was no injury to staff or the patient reported.